Event description:
On (B)(6) 2013, the assistant from the physician's office reported that diagnostics were performed and they wanted to know what to do next. Both normal and system diagnostics indicate that high impedance was observed. The vns device was disabled (programmed off to 0ma) following the observation. Additional information was received from the patient, who stated that the physician told her there was a problem with her lead and she needs to have it replaced. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.